Event description:
It was reported that a piece of black plastic was floating inside of the sterile packaging. The device was not used on the patient.

Manufacturer narrative:
Attempts have been made to the hospital for return of the device. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No actions will be taken at this time. If any new information becomes available a supplemental will be forthcoming. A review of the manufacturing records indicated that the product met specifications upon release.